Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in moderately calcified and moderately tortuous left superficial femoral artery. On the first inflation, the f/g sterling otw 4.0 x 40/80 (4f) balloon was inflated to ten atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a non bsc balloon. The patient's status is listed as no problem with no complications reported.